Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were malformed. There was no anastomosis one third around. The surgeon switched to hand sewing to complete the procedure. There were no adverse consequences for the patient.